Event description:
Information was received indicating that at the end of therapy, a smiths medical cadd cassette reservoir appeared to contain more volume of medication (doxorubicin, etoposide and vincristine in saline) even though the pump stated 104.3ml infused out of 105ml. The reporter indicated that 15ml remained in the cassette at the end of therapy. The reporter also indicated that the patient reported no unusual events, apart from the patient lying on the line and the pump alarming and restarting when he rolled off it again. No patient consequences were reported no adverse effects were reported.